Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lcx. Patient death is reported to have occurred approximately 23 months post index procedure. Death was assessed to be due to chronic obstructive pulmonary disease (cardiac). The investigator assessed that the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).